Manufacturer narrative:
This event occurred in (B)(6). No further data was provided by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned oxygen saturation results for 2 patient samples tested for so2 on a cobas b 221 instrument between the calculated result and the measured result. Discrepant results were provided for 1 patient. The calculated so2 result was 97% and the measured result was 64%. It is unclear whether these results were from the same or different samples. The ph, po2, and base excess are needed in order to calculate the so2. The customer would not provide any of this data. No questionable results were reported outside of the laboratory.